Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The clip applier instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system# (B)(4) on (B)(6) 2019 and it had 40 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being reported because the clip applier instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during central processing, the clip applier was found to have a frayed cable. There was no patient involvement reported. Intuitive surgical, inc., followed up with the reporter to attempt to confirm the event date and additional information. No further details have been provided as of the date of this report.